Event description:
It was reported that the asymptomatic patient presented in clinic for follow up after feeling an alert. Upon interrogation, the implantable cardioverter defibrillator was found to be in backup vvi mode. A software download was performed and the device was restored to normal function. The patient will be monitored normally.